Event description:
It was reported that balloon rupture occurred. The 99% stenosed, target lesion was located in the moderately tortuous and moderately calcified vessel below the knee artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries reported and the patient was in good condition.